Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false atrial fibrillation (af) due to the natural variability in the patient's heart rate. The icm remains in use. No patient complications have been reported as a result of this event.